Manufacturer narrative:
Device evaluated by MFR.: a promus select ous mr 28 x 3.00 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found the stent to be damaged on its entire length. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage with the distal region stretched. A visual and tactile examination of the hypotube shaft found a break situated at 5.3 cm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-aug-2021. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 28 x 3.00 promus premier select drug-eluting stent was advanced for treatment but could not cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.